Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 1. Time 8:15 am - 214 mg/dl. 2. Time 8:17 am - 100 mg/dl.

Manufacturer narrative:
Section e: the affiliate address was corrected on this supplemental report.